Event description:
Reporter noted thermal burn occurred during phaco. Re-checked handpiece and found irrigation stopped. Changed the handpiece to I/a and irrigation resumed. Sutured wound to close; wound leaked for one week. Single-use pak had been re-used.